Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the issue happened. The procedure was completed as planned by continuing the procedure in same system. Field service engineer (fse) examined the system onsite and confirmed reported issue. The system issued a warning regarding low disk space, indicating the necessity to clear up some storage. To resolve the problem, fse replaced both hard drives and successfully ran the image recreation test. After the replacing the hard drives, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. After an investigation, it has been determined that the incident involving the system disk was almost full due to alerts does not warrant reporting. The procedure was completed as planned without any disruption on the same system. Therefore, the issue is considered isolated and is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk had low space, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.